Event description:
It was reported that the pt was extremely intra-aortic balloon (iab) dependent and was not expected to survive as of the writing of this report. While the family of the pt was in the room, the pump alarmed and the registered nurse (rn) came into the room and found the pump stopped pumping. The three waveforms were "flat line." The pt went into vtach and as a result, was shocked; vtach became vfib. The rn reported, that she saw a loss trigger alarm. The pump had been running in operator mode, but during the troubleshooting, it was potentially put into autopilot mode. The rn tried to change ECG select to monitor; however, it continued to go back to skin. The pump had both skin leads coming in direct and slave leads from the monitor. No strips were generated. The pt was without support for "about four minutes." The pt was hooked up to a new pump and pumping was resumed. The family of the pt was "very aware of this pump failure" and at this time, the hospitals risk management became involved. The chief tech in the cardiac procedures placed a service call. Arrow field service report: in 2007, the pump was run for several hours without reproducing the symptom. The display screen was replaced. Two days later, the sales representative and product manager were in the facility and placed another call to service this pump. The central processing unit and the front end board were to be replaced and the parts will be sent for analysis. The report was phoned in and the report followed after the sales representative spoke face to face with the staff in the unit.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.